Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at the time of incident was 405mg/dl and current blood glucose value was 95mg/dl. The customer pumped a lot of insulin into his body through bolus so he did 12 units of insulin and then customer went over 400mg/dl for about an hour, and the customer was over 330mg/dl all night got up to give insulin injections and changed the set again. Customer did not want to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.